Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. It was also noted that the right ventricular (rv) lead exhibited high out of range pacing impedance measurements of greater than 2500 ohms chronically. A revision procedure was performed where the rv lead was reviewed under fluoroscopy with no significant findings. The lead was then tested on a pacing system analyzer (psa) and the same high out of range impedances were able to be replicated. T the pace sense portion of the rv lead was surgically abandoned and a new pace sense lead implanted. The shocking portion of the rv lead remained in service. The device was explanted and replaced. No adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.